Event description:
It was reported that stent fracture occurred. The chronic total occlusion (cto) lesion was located in the left circumflex (lcx) and obtuse marginal (om) arteries. Ivus was performed pre and post. 4-5 stents were implanted in the lcx extending to the om, including this 3.0x38mm promus premier, which was noted to be fractured. The fracture was "right at the cusp". The physician ballooned and stented over the fracture. No further complications were reported.

Manufacturer narrative:
If implanted, give date: (B)(6) 2014. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no fracture was noted on ivus post pci of the cto lesion. The cusp of the stent was fractured. The patient is stable.